Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
It was noted that the electrode was come off of the probe during the surgery. The electrode fell in the patient's shoulder was removed under arthroscopy. The surgery was extended by 5 min. There were no adverse consequences to the patient. The backup device was used to complete the case. Additional information received from our affiliate on (B)(6) 2014 indicates the complaint device was not re-processed.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken but not returned and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ although the condition of the device can be attributed to prolonged use leading to erosion and leading to active tip breaking, supplier CAPA was initiated and monitored though mitek nc. The following possible root causes have been identified but not confirmed: 1) joint between active tip and active suction tube was not welded, or received very weak weld. This is based on the fact that one complaint where the active tip was returned does not show any evidence of a weld. 2) retaining bridge on active suction tube that provides weld material is not providing sufficient weld material and retention. 3) misuse, (eg. Extended activation or overloading of mechanical forces). A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Further, in the past 12 months, there were 6 other complaints noted with the same failure and root cause. The observed complaint rate is 0.004% and is well below the expected rate of 0.05% per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was noted that the electrode was come off of the probe during the surgery. The electrode fell in the patient's shoulder was removed under arthroscopy. The surgery was extended by 5 min. There were no adverse consequences to the patient. The backup device was used to complete the case. Additional information received from our affiliate on (B)(6) 2014 indicates the complaint device was not re-processed.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken but not returned and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ although the condition of the device can be attributed to prolonged use leading to erosion and leading to active tip breaking, supplier CAPA was initiated and monitored though mitek nc. The following possible root causes have been identified but not confirmed: joint between active tip and active suction tube was not welded, or received very weak weld. This is based on the fact that one complaint where the active tip was returned does not show any evidence of a weld. Retaining bridge on active suction tube that provides weld material is not providing sufficient weld material and retention. Misuse, (eg. Extended activation or overloading of mechanical forces). A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Further, in the past 12 months, there were 6 other complaints noted with the same failure and root cause. The observed complaint rate is (B)(4) and is well below the expected rate of (B)(4) per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was noted that the electrode was come off of the probe during the surgery. The electrode fell in the patient's shoulder was removed under arthroscopy. The surgery was extended by 5 min. There were no adverse consequences to the patient. The backup device was used to complete the case. Additional information received from our affiliate on 5-30-14 indicates the complaint device was not re-processed.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
It was noted that the electrode was come off of the probe during the surgery. The electrode fell in the patient¿s shoulder was removed under arthroscopy. The surgery was extended by 5 min. There were no adverse consequences to the patient. The backup device was used to complete the case.